Event description:
During a pci procedure, the balloon ruputred at 6 atms on the initial inflation. The lesion being treated was a pre dilated and severely calcified lesion in the proximal left circumflex. No patient injuries or complications were reported. Patient status is listed as "good."